Event description:
Synovitis [synovitis]. Effusion [joint effusion]. Case narrative: this case is linked to cases (B)(4) (same patient). Initial information received on 16-nov-2018 regarding an unsolicited valid serious case received from a physician from united states. This case involves an adult female patient in her late 50's who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency experienced synovitis and effusion. The patient's past medical history, vaccination(s) and family history were not provided. Patient had received synvisc series successfully in 2018. Patient did not had allergies to feathers or eggs avian proteins. On an unknown date in 2018, the patient started taking intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency and indication: unknown) (lot - 8rsp003b, 31-jan-2021). After the first injection in the second series, patient experienced synovitis and effusion and she received a steroid injection (onset date: 2018). It was reported that the physician was not going to move forward with the other injections in the synvisc series. Final diagnosis was effusion and synovitis. It was reported that hylan g-f 20, sodium hyaluronate was discontinued on an unknown date (drug withdrawn). Patient received steroid injection as treatment for both events. The patient outcome is reported as unknown for both events. A product technical complaint was initiated on 28-nov-2018 for synvisc with global ptc number (B)(4). The production and quality control documentation for lot #8rsp003b expiration date (01/2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp003b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 28-nov-2018 there were 3 complaints on file for lot # 8rsp003 and all related sublots. 3 complaints were on file for lot# 8rsp003b: (3) adverse event reports. Sanofi would continue to monitor complaints as stated in (B)(4) product complaint handling to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 28-nov-2018. Ptc results received and processed. Global ptc number added.